Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 24th reported she changed to program 3 and tried increasing stimulation, but saw the upper limit screen when trying to go from 1.0 to 1.1 v. The patient stated she was told to try switch programs every 2 weeks. The patient stated she was not able to feel stimulation at 1.0 v. The patient noted she had already tried program 1 and 2. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 24th reported she changed to program 3 and tried increasing stimulation, but saw the upper limit screen when trying to go from 1.0 to 1.1 v. The patient stated she was told to try switch programs every 2 weeks. The patient stated she was not able to feel stimulation at 1.0 v. The patient noted she had already tried program 1 and 2. There were no further complications that have been reported as a result of this event.